Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory fell inside of the patient and was not retrieved. It is unknown what caused the accessory to fall inside the patient. As of the date of this report, the location of the mcs tip cover accessory is unknown. No post-operative complications have been reported.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The mcs tip cover accessory slipped off the scissors and got lost in the patient. An x-ray was taken, however, the mcs tip cover accessory was not found. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.